Event description:
It was reported following an interventional procedure an angio-seal device was deployed. The pt developed retroperitoneal bleeding requiring surgery. The surgeon stated the posterior wall of the femoral artery was punctured and caused retroperitoneal bleeding. No further info was available. The pt was recovering.